Event description:
During routine cleaning and testing at the user facility it was reported the sonopet universal handpiece overheated. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was returned to the healthcare facility unrepaired at their request.

Event description:
During routine cleaning and testing at the user facility, it was reported the sonopet universal handpiece overheated. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.